Manufacturer narrative:
The cts generated by these samples are indicative of samples near the limit of detection (lod) of the test based on information contained in the method sheet. Limit of detection (lod) studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. An investigation was performed to rule out any involvement of the reagent kit and no product problem was identified. Based on the data analysis and information provided there is no indication the product is not performing as intended. Although unknown it is likely the discrepancy alleged could be due to sample specific factors. The investigation of kit lots g20830 and g20539 did not indicate any product problem. (B)(4).

Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once conclusions are available. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) reported discrepant results when testing with the cobas sars-cov-2 for use on the 6800/8800 systems. The customer alleged unexpected positive results for 2 patient samples when tested with batches 15054 and 15064. Both samples were repeated and generated negative results with the genexper test. Negative results were reported out to the patients. No further details regarding the patients was provided. No harm or injury was indicated. Nasopharyngeal samples (copan swab) were collected in 3ml utm and then stored at room temperature. Gentle mixing is performed prior to transferring to a secondary tube. There was an off-board sample inactivation prior to running on the system for 10 minutes at 70c. The instructions for use do not contain instructions for off-board sample inactivation. The investigation is on-going. A follow-up report will be submitted once conclusions are available. 2 mdrs will be submitted; 1 for each lot number reported.